Event description:
In 2009, the pt reported he once rec'd an e4 (occlusion) error on his insulin infusion device which resulted in an elevated blood glucose reading of 300 mg/dl. On follow up with the pt two days later, he said he spoke with his trainer who advised him to change his infusion set. He did so and his blood glucose decreased. He discarded the infusion set at issue. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.